Event description:
Caller reported that the insulin gauge displayed an amount different than expected, specifically 46 units, while the expected amount was 168.8 units, and the discrepancy was greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by reloading the same cartridge and agreed to receive an email with links to cartridge load resources. Cts instructed the caller to call back for troubleshooting if the issue recurs, and the caller acknowledged.